Event description:
This will be filed to report after the clip was implanted, the patient¿s blood pressure dropped requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. Two clips were implanted successfully, reducing mr to 2. However, it is believed the patient was overloaded by the two clips causing the blood pressure to drop. Chest compressions were performed, and medication was given. The patient was sent to intensive care unit (ICU). The clips remained stable on the both leaflets and there was no tissue damage to the valve noted. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information provided, the reported hypotension appears to be due to procedural conditions. Hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported required hospitalization, unexpected medical intervention, and medication were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.